Manufacturer narrative:
Investigation summary: the pump was not returned for investigation. As per the IFU, the device should be in the locked position after initial placement unless repositioning is needed. According to the clinical details, the impella was not locked when the pump was pulled out. Device in wrong position: the cause of the positioning issue was determined to be an unintentional use error, as the pump was pulled out of position during patient repositioning when the touhy was not locked. Difficult to open/close catheter anchor or touhy: the cause of the touhy issue was unintentional use-related, based on the given clinical details. Device history lot: device batch: 1931560. Device history batch: subcomponent lot: na. Device history review: the pump sn (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that while the patient was repositioned in bed, the impella device was not secured and was inadvertently displaced from the ventricle into the descending aorta. A decision was made to remove the impella and proceed with extracorporeal membrane oxygenation (ECMO) cannulation.